Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient presented with hip pain so the doctor removed im nail, lag screw and distal interlocking screw. The surgeon proceeded to a distally fixed stem. Rep clarified that items were not broken and patient was non union.